Manufacturer narrative:
It was reported that the needle-syringe connection is loose. Reportedly, this resulted in a needle detaching from a syringe and remaining in a patient's stomach and heparin spraying onto a nurse's face. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A total of four (4) samples were returned for evaluation. Visual inspection made no note of manufacturing or cosmetic defects and upon opening the packaging of all samples, the needles were noted to be securely attached to the syringes. Functional testing was performed on the samples using a tissue simulation pad where the needle-syringe combo was inserted and removed from the pad. On all samples, the needles remained attached to the syringe on exit. The reported problem/issue was unable to be reproduced or confirmed and a syringe-related root cause could not be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the needle-syringe connection is loose.